Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. Log review confirmed that the ilet was operating as intended. Two occlusion alarms were triggered and acknowledged by the user on (B)(6) 2025. Cgm data showed persistent hyperglycemia throughout the day. No infusion set change was recorded around the time of the event. The graph and available data align with previous observations of a bent cannula inhibiting insulin delivery; however, without the returned product or further information, the issue remains indeterminate.

Event description:
On 13-may-2025, the user was reportedly hospitalized due to a hyperglycemic event. Attempts to obtain additional details from the user were unsuccessful.